Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and found the triggers were sticking, had low power and an unusual noise when running, worn coupling head and failed power test on test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device had a grinding noise and did not have full power. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The surgery was successfully completed. All provided information has been disclosed. If additional information becomes available a supplemental medwatch would be submitted accordingly.